Manufacturer narrative:
Concomitant products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3093-28, lot# j0425053v, implanted: (B)(6) 2004 product type: lead. (B)(4).

Event description:
The consumer reported that stimulation "never worked" and caused severe pain whenever it was on. The complete system was removed in 2007. Cause/factors, troubleshooting, and patient outcome remain unknown. Follow up is being conducted to obtain additional information. The patient was indicated for urinary dysfunction.